Event description:
It was reported to philips that the system was displaying a blue screen, after a power surge. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was displaying a blue screen, after a power surge. Upon troubleshooting, customer stated that they resolved the issue by themselves. No further information regarding the issue. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.